Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. An evaluation was performed on the returned device. As per received condition of device; the investigation of the complained screwdriver shaft shows that the tip broke off. The investigation regarding manufacturing and raw material documents for this instrument shows conformity to specifications. Referring and referencing the reported event, mechanical overloading must led to the breakage. No product fault could be detected. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery the instrument has broken and was damaged because of high force. There was no report of a surgical delay or patient harm. This report is 1 of 1 for complaint (B)(4).